Manufacturer narrative:
Date sent to the FDA: 7/15/2016. It was reported that following insertion the patient experienced cystocele, dyspareunia, rectocele, and levator myalgia.

Manufacturer narrative:
Date sent to the FDA: 1/14/2016.it was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop and sui. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems and vaginal scarring. No additional information was provided.(B)(4)

Manufacturer narrative:
Date sent to the FDA: 1/26/2016. (B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted concurrently with abdominoplasty. It was reported that patient underwent anterior and posterior colporrhaphy and monarch transobturator tape due to pop and sui on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.